Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Because the device was not available for return and analysis no further investigations can be performed at this time. Structural valve deterioration (svd) is a known inherent risk of failure for biological valve implants. However, the root cause of the reported svd cannot be determined at this time.

Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2014 a patient received a mitroflow dla23. On (B)(6) 2019 the patient had a re-operation due to severe ai. The mitroflow was determined on inter-op tee to have sever ai and a mean gradient of 20mmhg. The operation went forward with the mitroflow being removed and a perceval, pvs21 (sn: (B)(4)) being implanted. The operation went smoothly with a mean gradient across the valve of 5mmhg at the end of the case. The physician noted the cause of the failure was not calcification but a torn leaflet near one of the posts. The location of the tear relative to the patients anatomy is unknown.